Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 10/14/2025 and it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information. H3a: device evaluated by mfg- additional information. H3b: evaluation included - additional information.

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.